Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During a revision the stem trial removal tool broke off inside stem while trying to remove the tibia.

Manufacturer narrative:
Additional narrative: examination of the submitted 865226 pfc stem trial extract confirmed the threaded tip has broken off. The broken tip was found lodged in the submitted 866885 pfc flut tib rod trl 115 x 16. The pfc stem trial extract threads broke due to ductile overload. The root cause of the ductile overload is attributed to suspected levering of the instrument side to side while attempting to remove the fluted rod from the patient bone canal. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.